Event description:
Pt dialyzing as usual. Machine alarmed "air in blood". Air noted in arterial line. Small hole noted in catheter. Catheter tapered securely and m.d. Notified. Pt was to have catheter removed.